Manufacturer narrative:
The device had no button error alarm noted. The insulin pump was received with intermittent button response due to peeling keypad overlay. Unable to perform displacement, rewind, seating and basic occlusion due to intermittent button response. The device was received with scratched case, fading serial number label and damage keypad overlay texture.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump's down arrow button had frequent or intermittent response when pressed. The buttons were unresponsive after troubleshooting. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.